Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images. The images were reviewed, and the complaint condition is not confirmed. There are no visual defects on the device in the provided x-rays that would contribute to the complaint condition. A definitive assignable root cause could not be determined based on the provided information. No DHR review was completed since no lot number was supplied via photo or additional information. The DHR will be revisited when the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: jds, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on or about (B)(6) 2019 the patient had open reduction ulnar fracture proximal end with internal fixation of his right elbow. On or about (B)(6) 2020 patient was admitted and had an incision, drainage, and treatment for infection from his surgical site. On or about (B)(6) 2021, the patient's infected hardware was removed from his body. This report is for one (1) 2.7 va lckng scr slf-tpng t8 sd rec 24. This is report 6 of 10 for complaint. Product complaint (B)(4).